Event description:
It was reported to boston scientific corporation that an interject needle was used during an endoscopic submucosal dissection (esd) procedure on (B)(6), 2025. During the procedure, the needle handle was disconnected. The procedure was completed using another interject needle. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the needle was broken, the broken section did not return. Please see block h11 for full investigation details.

Manufacturer narrative:
. Imdrf component code g04092 captures the investigation analysis of needle broken. Block h11: an interject needle was received for analysis. Visual examination of the returned device revealed that the inner sheath hub was stuck, showed damage marks, and had contrast residue. Additionally, the needle was broken, and the broken section was not returned. The reported event was confirmed: the needle was broken, and the broken section was missing. Upon inspection, it was found that the inner sheath hub (handle) was stuck and exhibited damage marks. This failure may have been caused by the physician's technique in handling the device's inner sheath hub. Excessive manipulation can cause the hub to protrude beyond the stop washer, leading to jamming and damage. If excessive force is applied while attempting to extend the needle, the inner sheath hub may become stuck, compromising the device's functionality. Furthermore, the broken needle may have resulted from the technique used, the patient's anatomy, or interaction with the scope or other devices. Based on a review and analysis of all available information, the most probable cause of the event is classified as an adverse event related to procedure.